Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿.

Event description:
The complainant reported that the 62-year-old female patient on impella cp support was experiencing suction alarms and started bleeding from somewhere, the urine was amber in color, and the patient was found to have hemolysis. The patient was required to receive 2 units of blood. When the patient showed to have slightly cooler and more pale leg decision was made to explant the impella.

Manufacturer narrative:
The investigation for the reported hemolysis has been completed. No product was returned for a visual inspection. Data log analysis confirmed the presence of suction alarms. No motor current spike or positioning issues found. According to the clinical, during cp pump support bleeding concerns, reduced preload was noted and were believed to have resulted in hemolysis. Multiple blood products and volume were given, but the decision was made to explant the device due to limb ischemia concerns. Also, placement signal decreasing close to end of case relative to hemolysis event. The most likely cause of the hemolysis was patient condition. Potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.